Manufacturer narrative:
Additional information: section h manufacturer narrative correction: section d unique identifier (UDI). The report that the medes station main drawer 5 failed to open and could not be recovered was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: troubleshooting revealed a small cut in the retractor band of the affected drawer. Replaced retractor band; drawer now operated correctly. Visual inspection of the received retractor band cable assembly observed no obvious damage or issue. Multimeter testing noted no issues with the retractor band cable assembly. Hardware test application testing noted an issue of the drawer not being recognized; this confirms an issue with the received retractor band cable. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the had a drawer was failed. The customer stated that this malfunction occurred while dispensing the medication. As per part investigation, it was determined that the malfunction occurred due to faulty retractor band cable. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) found a small cut in the retractor band. The fse replaced the retractor band to resolve the issue. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 5 had failed. The customer stated that this malfunction occurred while dispensing the medication and there was a thermal event with visible thermal marks. There were no adverse events or injuries reported based on this event.